Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this recently implanted pacemaker and right ventricular (rv) lead have exhibited ventricular undersensing since implant. Technical services (ts) recommended further lead evaluation and chest x-rays. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that reprogramming was performed on this pacemaker system to address undersensing. This pacemaker system remains in service, and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this recently implanted pacemaker and right ventricular (rv) lead have exhibited ventricular undersensing since implant. Technical services (ts) recommended further lead evaluation and chest x-rays. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that reprogramming was performed on this pacemaker system to address undersensing. This pacemaker system remains in service, and no adverse patient effects were reported.

Event description:
It was reported that this recently implanted pacemaker and right ventricular (rv) lead have exhibited ventricular undersensing since implant. Technical services (ts) recommended further lead evaluation and chest x-rays. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.